Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7139187 product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6). Batch: 591590.

Event description:
It was reported that the patients incision broke open and the lead was showing. It was also noted that the patient had a little drainage around the midline incision site and was treated with antibiotics. The physician was concerned about possible allergies that may have caused this. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and leads were not returned as they were kept by the medical facility.